Event description:
On (B)(6) 2011 the manufacturer received medwatch uf/importer report# (B)(4). The event is described as follows: "the thoratec ddc compressor stopped functioning while providing cardiac support to the pt. This required compression to be given to the pt for approx. 30sec beforehand pumping was commenced to resume function of the para corporeal ventricular assist system (vad's). Hand pumping of the vad's was providing an adequate systemic bp while the backup console for the thoratec was programmed. The vad's were then hooked up to the newly functioning ddc console without issue".

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. Through the manufacturer's attempt to service the device, they were advised that the unit is currently sequestered. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The attached medwatch report uf/importer report# (B)(4) was received by the manufacturer on august 24, 2011.